Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned and the reported problem could not be confirmed during in-house testing or in the system error logs. Upon visual inspection there was no issue found that would be related to the reported event. The iesu was tested using the system, the unit display an error c-34 on start. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The root cause is attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the erbe generator. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar energy was not working. The monopolar had been working without issues in the beginning of the case. A c-34 fault also occurred. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported issue. The caller confirmed that there were no CT scanners nor secondary generators in the room. The caller power cycled the erbe, but the issue returned. The surgeon decided to convert the procedure to laparoscopic. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: no extra ports were added due to the conversion.